Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted there was damage to one side of the staple cartridge. Engineering could not determine the cause of the damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the damage could not be reliably determined. The damage seen could possibly be replicated be an obstruction between the jaws. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a total gastrectomy / double tract after the y limb side-to-side anastomosis, the surgeon fired the device to close the insertion part; however 3 of the staple lines on one side were not stapled at all. The surgical time was extended by more than 30 minutes and additional tissue resection was required due to the issue. There was tissue damage. The procedure was completed with another device. The last known status of the patient is reported as no problem. No reinforcement material was used.